Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was a problem with the foley catheter. Per additional information received from the complainant via phone on 05dec2019, the foley catheter got completely clogged after 4-5 days of use and prevented the urine from draining which reportedly resulted in a meatus leak.

Event description:
It was reported that there was a problem with the foley catheter. Per additional information received from the complainant via phone on 05dec2019, the foley catheter got completely clogged after 4-5 days of use and prevented the urine from draining which reportedly resulted in a meatus leak.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure mode could be user related (example: salt accumulation)/block drainage lumen/no drainage eye). The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was unable to be completed due to an unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.